Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a bronchoscopy with biopsy procedure within the trachea performed on (B)(6), 2011. According to the complainant, during the procedure, one biopsy was retrieved. However, while attempting to retrieve a second biopsy, the jaws were difficult to close, and the pullwire was found to be broken. During withdrawal, the forceps became stuck in the scope. The scope and forceps were removed from the patient in tandem, and then the procedure was completed with another radial jaw 4 biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition was reported as being very well.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a bronchoscopy with biopsy procedure within the trachea performed on (B)(6), 2011. According to the complainant, during the procedure, one biopsy was retrieved. However, while attempting to retrieve a second biopsy, the jaws were difficult to close, and the pullwire was found to be broken. During withdrawal, the forceps became stuck in the scope. The scope and forceps were removed from the patient in tandem, and then the procedure was completed with another radial jaw 4 biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition was reported as being very well.

Manufacturer narrative:
Based on the evaluation findings that no pullwire damage was present, this is no longer considered an MDR reportable event.a visual examination of the returned device found that the clevis arms were bent (likely due to operational context). The device did not present with any damage to the pullwires. No functional testing could be performed due to the device return condition. No abnormalities were noted with the device riveting and welding which were within specifications.the condition of the returned incident was not consistent with the complaint that the pullwires were broken. The complaint was not confirmed.a search of the complaint database revealed that no similar complaints exist for the specified lot.